Event description:
It was reported via repair work order that there was intermittent power to the bed due to incorrect wiring on the motherboard. No adverse consequence or clinically relevant delay in treatment was reported.